Event description:
It was reported the patient experienced autoreducing. Diagnostics indicated high impedances. Surgical intervention may be pending.

Event description:
It was reported surgery took place on (B)(6) 2022 where the lead was replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The reported event of autoreducing was not confirmed. As received, the returned lead passed end to end continuity and electrode to electrode isolation testing. The cause of the reported event remains unknown.